Manufacturer narrative:
Results: bd received actual and relative samples from the customer facility for investigation in support of this complaint. The relative samples were evaluated by simulated draw and the customer's indicated failure mode for leakage with the incident lot was not observed. Actual sample was evaluated and confirmed customers' indicated failure mode for sleeve damage with leakage was observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Actual sample shows customers indicated failure mode. The exact root cause of the damage and failure of the sleeve to recover is unclear in this instance.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in. Had leakage occurring from the sleeve. No injury or medical intervention reported.